Event description:
It was reported that the lead was explanted due to sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported sensing anomaly was verified in the laboratory. X-ray analysis revealed that the distal coil was overtorqued with two filars fractured. The filars expanded outward breaking through the inner tubing. A short could result from the over-torqued distal coil wires touching the ring elect- rode during the implant and could cause the sensing anomaly.